Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump notification was received regarding a cartridge issue and afterward, customer received a continuous glucose monitor error 42. Customer shut pump off and then reset the pump. Reportedly, customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.